Event description:
On (B)(6) 2013 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed an aortic perforation. Each of the six filter struts extended approximately 1mm beyond the lumen of the inferior vena cava. One strut abutted the outer margin of the aorta.

Event description:
On (B)(6) 2013 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed an aortic perforation. Each of the six filter struts extended approximately 1mm beyond the lumen of the inferior vena cava. One strut abutted the outer margin of the aorta. It was further reported that the proximal tip is in the axial plane of mid l2. There were 6 prongs in the most caudal aspect of the filter and each reaches approximately 1 mm beyond the lumen margins. The one at the 3:00 position abuts the otherwise non complicated adjacent margin of the aorta. There were no other findings, the filter is otherwise grossly unremarkable.